Event description:
It was reported that a clip applier was cutting, but not clipping.

Manufacturer narrative:
Final investigation showed that the spring pressure of the device did not meet specified criteria, causing the clips to not advance properly.